Event description:
The patient underwent a revision surgery (date not provided) for a dislodged magnet. A new sterile magnet was successfully inserted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.